Event description:
It was reported that bd alaris smartsite pump infusion set had foreign matterthe following information was received by the initial reporter with the following verbatimit was reported by customer that there is particulate in the drip chamber (looks like a piece of cardboard).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
No additional information.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.